Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. No significant deformation or damage of the valve were detected during the visual inspection. Deposits were observed on the outlet side of the valve. The permeability test has indicated that the valve has a blockage. This is a fixed pressure valve. An adjustment test is not applicable. This is a fixed pressure valve. The braking force and brake function test is not applicable. We performed a visual inspection of the paedigav valve. No deformation or damage of the valve were detected during the visual inspection. Deposits were visible on the outlet side of the valve. Next we tested the permeability of the valve. The valve was shown to have a blockage. Finally, we have dismantled the valve. Inside the valve we have found a buildup of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the valve, likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspections. Associated med-watch reports: 3004721439-2019-00005. 3004721439-2019-00006 (this report).

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height: cm: 50. Age: unknown. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "1m po underdrain of the valve. Explanted." Additional patient information has been requested. When additional information is received a follow up report will be submitted. All med watch submissions related to this patient are: 3004721439-2019-00005.